Event description:
I got breast implants (B)(6) 2014 and starting in (B)(6) 2015 my health has declined. I¿ve lost half my hair, I have chronic fatigue, heart palpitations, rashes, gut issues and food sensitivities, muscle aches, migraines lasting for weeks, bone pain, and many other symptoms. I feel like I am dying and my health continues to decline because of the toxic implants.